Event description:
It was reported that the defibrillator had a "wrong power detection failure". The machine rebooted and was unable to perform the next operation inspection. There was reportedly no patient involvement.